Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was replaced and relocated. The patient was doing well postoperatively.

Manufacturer narrative:
Patient age at time of event: 59 years old. The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients lead had migrated. The patient underwent a revision procedure wherein the lead was replaced and relocated. The patient was doing well postoperatively.